Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented to the ER after receiving inappropriate hv therapy. Upon device interrogation, it was discovered the rv lead had dislodged and was oversensing. The rv lead was extracted and replaced. The patient was stable post-procedure.